Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the stirrer axis of the cement mixer was broken (caused by the hardening of the cement). The exact reason which let to this rapid hardening can no longer be determined. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the cement hardened immediately and could not be mixed. A lot of force had to be applied and caused the handle brake. This is report 1 of 1 for (B)(4).